Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This MDR was originally submitted on 14th august 2017 but was rejected by cdrh server due to an error in report. The error was only discovered today (12/22/2017) and the report is being re-submitted, together with additional information indended to be submitted in a follow-up report.

Event description:
It was reported that left hip revision surgery was performed due to pain. Extensive damaged to hip anatomy from metallosis reportedly noted during procedure.